Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, a 625240 roto-cam mini scs mono 5mm32cm instrument threw an arc. Additional information received on (B)(6) 2018 reported that the patient was prepped for an unspecified procedure and the procedure was completed laparoscopically. There was an unknown patient injury reported. There was no knowledge of a delay in surgery. No other clinical information has been provided.

Manufacturer narrative:
The product was not sent in to the manufacturer for evaluation. The lot number was not received to perform DHR review . The complaint was not confirmed. The root cause to the end user's experience could not be determined. UDI #: (B)(4).

Event description:
N/a.